Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a row of cubies failed, and the device was not detected on the bus. A field service engineer (fse) went on-site and confirmed a cubie tray issue on drawer 2.2 row b of the main unit, where cubies were not being detected. Reseating the cables initially resolved the issue, and testing in hardware test application (hta) was performed. However, after rebooting, the basic input/output system (bios) prompt appeared and the issue persisted. Multiple cable replacements did not resolve the problem. A re-image of the device was performed, which succeeded after several attempts, followed by two data syncs. Final testing in hta confirmed that patient and medication information was present. The fse also followed up on a previous service and addressed additional user concerns, confirming full device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies had failed and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.